Manufacturer narrative:
Additional information to h4 (device manufacture date): the device was manufactured in january 2024. H11: the device was received for evaluation. A visual inspection noted a disconnection between the male luer lock connector and the tube. The reported condition was verified. The cause of the condition could not be determined. The retention samples were also visually inspected and leak tested under water via a calibrated provaset with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light-colored plastic part (luer) detached from the silicone tubing of the patient line of a homechoice automated pd set w/cassette. The luer had not been heat-sealed to the tube itself. This occurred prior to connecting to the transfer set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.